Event description:
Inserter threads are stripped.

Manufacturer narrative:
Examination of the returned products confirmed the complaint; the threaded tips are stripped, nicked, and damaged. A complaint database search on the provided product code identified similar complaints which were attributed to product wear out and or misuse. Based on the overall condition of the returned device, the root cause is attributed to misuse secondary to product wear out. The date codes ag0204 and ag2018752 indicate the instruments were manufactured in 2004 and 2012. Based on the root causes of misuse secondary to product wear out, corrective action is not needed. Continue to monitor via post market surveillance sep-419. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.